Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device change out procedure, the right ventricular lead exhibited high thresholds. The lead was capped and replaced. The patient was in good condition before, during and post procedure.